Event description:
Thirty three months after undergoing dual cypher stent implantation within a previously deployed s7 bare metal stent in the (om) obtuse marginal artery, the patient was urgently admitted with infarct in progress, angina, dizziness, dyspnea with worsening symptoms or reduced change of deterioration. The previously treated vessel had a high-grade proximal lesion and restenosis within the previously stented segments. Additionally, thrombus was located within the 18x2.50mm cypher stent. The lesion was 10-20mm, type b2 and 100% occluded. The thrombus was removed with an export aspiration catheter and the lesion was treated with a 3x13mm power-sail balloon that was inflated two times at 12 bar for 32 seconds. The event resolved without sequel, and the patient was noted in good health. The reporter indicated that the patient was on plavix for a year, but was changed to coumadin due to (pe) pulmonary emboli. The pre-procedure act was 92 seconds and after was 226 seconds. The pre procedure stenosis of 100% was reduced to 0%. The timi flow after the procedure was noted at iii.

Manufacturer narrative:
This patient was electively admitted with high grade proximal coronary lesion and resting angina. The target vessel was the (om) obtuse marginal artery. Pre procedure medications consisted of midazolam and heparin 4,500 units. The lesion length was 10-20mm and the diameter was 2.5mm, and the characteristic was 70% stenosis, in-stent-restenosis, calcified, type b1, angulated and eccentric. A 6french jl4 guiding catheter and an atw .014" 300cm guidewire were utilized during the prcoedure. The lesion was pre-dilated with 2.5x15mm quantum maverick balloon at 12 bar for 41 seconds. Two 2.5x18mm cypher stents were deployed overlapping at 15 bar for 51 seconds. The stent to vessel sizing was 1:1. Intravascular ultrasound (ivus) was not utilized after stent deployment, but angiographically the stent appear perfectly deployed. There was no dissection or distal disease left untreated. Healthy tissue to healthy tissue was covered by the stent and the stents were not post dilated. The residual stenosis was 0%. The timi flow was 70% occluded and iii after stent placement. After the procedure, it is unknown if antiplatelet was administered, but the patient was compliant. The contrast utilized for the procedure was omnipaque. The products will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.